Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, the complaint transmitter was not returned to dexcom. The receiver (part number stk-gl-blu/serial number (B)(4)/lot number 5195933) used at the time of event was returned on 07/22/2016. The receiver was visually inspected and no defect was found. Functional testing was performed and there was no failure detected. Pairing test was performed and the test failed because "call tech support: hwrf" appeared on display during test. Pictures were taken of the receiver display. Additionally, data log review confirmed the reported event of an intermittent out of range. A root cause was determined to be ui-u1 related failures.

Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on 05/31/2016 to report that on (B)(6) 2016, patient experienced an intermittent out of range signal. No additional patient or event information is available.